Event description:
Molnlycke health care was notified of an event involving a surgical glove in (B)(6) 2014 and assessment made at the time of notification ((B)(6) 2014). The following is the description of the event. During an open-chest surgical procedure on (B)(6) 2014, the tip of the index finger of the surgical glove sheared off (dislodged) and was not able to be found. The incident occurred when the treating physician was inserting a chest tube in the patient. Clinical staff were not able to confirm if the sheared off piece remained in the chest cavity. A company representative made several attempts to follow-up with treating physician (via calls, pager, emails etc), but received no response. Hospital staff stated that upon imaging the patient, there was no indication of any foreign object present inside the patient. The patient was discharged on (B)(6) 2014.